Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device developed a cracked touchscreen that rendered the screen unresponsive, preventing unlocking, meal announcements, and access to the menu; the user was unsure how the damage occurred and denied trauma, and the device had not been synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen fracture with stress-related damage identified on the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.